Event description:
Necrosis of the flap secondary to patient smoking. History: (B)(6) 2012 - initial implant, no related issues. (B)(6) 2012 - activation. (B)(6) 2012 - fitting, no mention of skin irritation or breakdown. (B)(6) 2014 - sound event. (B)(6) 2017 - normal battery change. (B)(6) 2017 - envoy notified of revision surgery to occur on (B)(6) 2017 to address possible infection and tissue necrosis. (B)(6) 2017 - surgery was performed. Surgeon notified envoy medical that there is no infection present and no devices were removed from patient. Surgeon stated "there was no history of trauma it was not incision breakdown, I believe it was true necrosis of the flap secondary to pt. Smoking. Still has the same sound processor, no sign of infection at the time of surgery. I excised the necrotic tissue and closed with a large rotation scalp flap." (B)(6) 2017 - device explanted due to continued tissue necrosis. Issue has been attributed to patient smoking.

Manufacturer narrative:
No device malfunction alleged. Device was explanted to promote healing. Issue determined to be secondary to patient smoking. - attachment: [(B)(4) surgeon email re esteem procedure (B)(6) 2017.pdf].

Manufacturer narrative:
No device malfunction allged. Device remains implanted. Issue was dermined to be secondary to patient smoking.

Event description:
Necrosis of the flap secondary to patient smoking. History: (B)(6) 2012 - initial implant, no related issues, (B)(6) 2012 - activation, (B)(6) 2012 - fitting, no mention of skin irritation or breakdown, (B)(6) 2014 - sound event, (B)(6) 2017 - normal battery change, (B)(6) 2017 - envoy notified of revision surgery to occur on (B)(6) 2017 to address possible infection and tissue necrosis. (B)(6) 2017 - surgery was performed. Surgeon notified envoy medical that there is no infection present and no devices were removed from patient. Surgeon stated "there was no history of trauma it was not incision breakdown, I believe it was true necrosis of the flap secondary to pt. Smoking. Still has the same sound processor, no sign of infection at the time of surgery. I excised the necrotic tissue and closed with a large rotation scalp flap."